Event description:
It was reported that ¿about a month and a half ago¿ the patient¿s pump began floating and flipping and the anchor came unanchored which cause the floating. The patient was worried about the catheter kinking and decided to have the pump re-anchored. Since the second surgery, the patient reportedly had nothing but issues with swelling at the pump incision site and an increase in neuropathic pain in the legs and feet. The neuropathic pain was more severe and the patient also had issues/difficulties with walking. It was also reported the patient had neurogenic bladder which had gotten worse following surgery. The patient was currently experiencing a loss of bladder control, an increase in cramping of the feet and legs and at night had the swelling at the implant site due to an increase in fluid in the incision site. No alarms were reported and the patient had not noticed a drastic change in the controlling of symptoms. The patient planned to follow up with their health care provider (hcp) about the issues the following date as they had a refill scheduled .the device system was used to deliver baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial #(B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).